Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed from around the header into the threads on the arterial end. The manufacturer received pictures and e-mail of cracked dialyzer with visible blood. Estimated blood loss was 250-300cc's. Patient did not require any medical intervention. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.